Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbotts investigation. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited ventricular tachycardia episodes were anti-tachycardia pacing(atp) was delivered and failed to convert the arrhythmia. Programming changes were performed. The patient was in stable condition.